Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
For a fracture in the thigh in the region near the knee joint, a titanium plate was implanted and fastened to both bone sections with screws on (B)(6) 2010. After a short while, patient experienced steadily increasing pain in knee, and ended up being neither able to stand nor walk. In subsequent operation on (B)(6) 2010, the wound was reopened and it was discovered that 4 of the 6 screws attached to the head of the plate had cleanly broken off and were moving within the patients flesh. This is 1 of 1 report for complaint (B)(4).